Event description:
A hospital in (B)(6) reported via our distributor that an mr290 chamber from an rt340 adult breathing circuit kit had a damaged water feedset. However, upon evaluation of the complaint rt340 kit, it was found that the mr290 chamber was without defect but that there was a hole in the expiratory limb of the breathing circuit. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint device was received and was visually inspected for damage. Results: visual inspection of the evaqua expiratory limb revealed a hole about 4.5cm from the proximal connector. The evaqua limb appeared to have been punctured or scratched with a blunt object. A lot check was not performed as no lot number was provided. Conclusion: we were unable to determine how the limb came to be damaged. (B)(4). The user instructions supplied with the rt340 breathing circuit state: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient; set appropriate ventilator alarms; fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage.